Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done.

Event description:
Healthcare professional reported an infection in a patient implanted with seri and a concomitant breast implant on an unknown side. No device information or treatment information was reported. No other information on the status of the device is available at this time.